Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to the stomach on a laparoscopic gastric sleeve procedure, the handle was ¿stiff¿ and it required excessive force to load it (third reload), so they decided to change handle. There was no patient injury.